Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device's power re-set twice during use. There was no reported patient involvement and/or patient impact.